Event description:
The distributor contacted animas on (B)(6) 2013 alleging the up arrow, down arrow and ok keypad buttons were unresponsive. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad button malfunction remained unresolved.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2013 with the following findings: investigators were unable to duplicate unresponsive keypad. Testing confirmed the 'up', 'down', 'ok' and 'contrast' buttons are responsive to button presses and are functional. The buttons have spring back and click. The keypad has no visible sign of damage. The keypad cover was removed to check condition of the button contacts. No contamination or any other anomaly found. Pump was opened to check condition of the keypad flex and connector and the keypad flex is firmly seated in connector with no signs of damage or contamination visible on flex or connector. There was no defect found.